Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported perivalvular leak could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 73.8mm and an area of 430mm^2. The patient had calcification protruding at the annulus on the left coronary cusp (lcc) side and left ventricular outflow tract calcification extending from left to right. There was also calcification in the non-right commissure and severe leaflet calcification. Pre-dilation was performed. The implant depth at 80% deployment was 3mm from the non-coronary cusp (ncc) and 5-6mm from the lcc. During implant, after full deployment, a moderate to severe perivalvular leak was noted between the 2 and 5 o'clock positions. The final implant depth was 4mm from the ncc and 6mm from the lcc. Two post-balloons aortic valvuloplasty (bav) were performed with 20mm and 21mm non-abbott balloons. The pvl decreased to moderate between 1 and 3 o'clock. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 73.8mm and an area of 430mm^2. The patient had calcification protruding at the annulus on the left coronary cusp (lcc) side and left ventricular outflow tract calcification extending from left to right. There was also calcification in the non-right commissure and severe leaflet calcification. Pre-dilation was performed. The implant depth at 80% deployment was 3mm from the non-coronary cusp (ncc) and 5-6mm from the lcc. During implant, after full deployment, a moderate to severe perivalvular leak was noted between the 2 and 5 o'clock positions. The final implant depth was 4mm from the ncc and 6mm from the lcc. Two post-balloon aortic valvuloplasty (bav) were performed with 20mm and 21mm non-abbott balloons. The pvl decreased to moderate between 1 and 3 o'clock. The patient status was stable.

Event description:
It was reported on 17 november 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 73.8mm and an area of 430mm^2. The patient had calcification protruding at the annulus on the left coronary cusp (lcc) side and left ventricular outflow tract calcification extending from left to right. There was also calcification in the non-right commissure and severe leaflet calcification. Pre-dilation was performed. The implant depth at 80% deployment was 3mm from the non-coronary cusp (ncc) and 5-6mm from the lcc. During implant, after full deployment, a moderate to severe perivalvular leak was noted between the 2 and 5 o'clock positions. The final implant depth was 4mm from the ncc and 6mm from the lcc. Two post-balloon aortic valvuloplasty (bav) were performed with 20mm and 21mm non-abbott balloons. The pvl decreased to moderate between 1 and 3 o'clock. A permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of perivalvular leak and severe onset of conduction disturbances was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported perivalvular leak could not be conclusively determined. The cause of the reported conduction disturbance could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed and a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.